Event description:
A caller reported a malfunction on their tandem pump, identified by code 199 in the system. There was no reported information regarding an adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the problem reappeared.